Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient called back after pic second communication 1st attempt and reported they're getting their ins removed on monday because they had excruciating pain and they couldn't stand it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that  patient stated the therapy is not working and they are in so much pain. Patient stated they went to the doctor on friday and they put her on program 1 and it didn't help. Patient said when they got home it was the same and the bandage fell off and they had her friend come over and put a new bandage on it yesterday and when they touched it felt hot and it felt like a hot iron was on  them. Agent asked patient if they are allergic to any type of bandages and patient stated no. Patient mentioned that they have had lots of bandage before. Agent walked patient through how to connect to her implant but communicator battery was drained. Patient will call back in 30 minutes to connect and check her settings. The patient was redirected to their healthcare provider to further address the issue. Outbound communication notes: patient reported: painful stimulation symptoms reported: burning sensation. Result of call: redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their experience with their stimulator had been quite disturbing. It was implanted on (B)(6) 2024 and about 5 days later they had a terrible pain. It was not from the surgical area but around it. They believed that this was caused by a nerve being involved somehow. The person at the healthcare provider (hcp) office did not understand or else believe them about the amount of pain. On the physicians pain scale of 1-10 level they stated that their pain was at least 13. They knew it was hard to believe. They stated that they knew pain and had a spinal cord implant in their back (on the other side) for back pain. They also had fibromyalgia (diagnosed in 1998) and had suffered through a neck injury. They had been refused for pain medication and no other help except to change the program. They noted that they had returned home. The doctor had then, after several calls, ordered x-rays. They had completed them on 2024-(B)(6) 2023 and received a call to return to the office. The x-rays were fine and the pain was still at least a 13. The doctor was scheduling a removal of the implant. The patient noted that this was also their decision. They were prescribed pain pill and the surgery was then scheduled for november 4th. On (B)(6) 2024 after they continually massaged the area that they could stand to touch, every moment they possibly could, trying to move the nerve, they were successful. They went for the removal surgery on november 4th, but being desperate for this device to work they agreed to cancel the surgery. They, to date, had only received a text message from the technician and were not sure about which programs to use of how to set the settings. They hadn't been able to figure that out yet. They had an appointment post op on (B)(6) 2024 and were hoping they could get some information then. They wanted to not that the trial was so wonderful and they did not have one accident. That was the reason they wanted the permanent implant to work. So far it was not 100% but they noted that it had helped for the last 3-4 days. They believed that the heat was just caused from the nerve tracking the component. They noted that it stopped the same time the pain stopped. There was an occasional period of extreme pain but they could massage it away so they were very hopeful for success. They stated that they were 79 years old and pretty determined. They noted that they were sure their issue didn't happen of ten.

Event description:
Additional information was received from the patient. They reported that they did not have the implant removed. They got the nerve to move so it eliminated the pain. Now, the patient was trying to get it to help them with incontinence. As far as they were concerned, the issue was resolved. They just need help setting programs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.